Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the trocar had a problem with the blade firing. The blade did not advance. The procedure was completed using same like device. There were no adverse patient consequences reported.